Manufacturer narrative:
The customer¿s biomedical engineer was unable to replicate the reported problem. The air intake and the cooling fan were replaced. The unit passed all required testing and was placed back into service. Date rcvd by MFR: 02/22/2016.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator produced a ¿blower temp high¿ alarm and logged an error code 1122. This occurred during patient use but no patient harm was reported.